Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm with dissection, zone 2, using gore® tag® thoracic branch endoprosthesis. A pull-through wire was created from the left brachial artery to the descending aorta. After deployment of the aortic component, the side branch component was advanced through the internal portal toward the intended implantation site. During this maneuver, the device jumped forward, and the stent graft portion advanced unintentionally into the left subclavian artery. An attempt was made to pull the device back; however, the device became caught at the internal portal and could not be withdrawn. During the pull back attempt, the proximal portion of the device unintentionally partially deployed. As removal was considered impossible, the device was advanced distally into the vertebral artery and fully deployed. Upon removal of the delivery catheter after deployment, detachment of the proximal catheter was observed. The detached proximal catheter was successfully retrieved via a femoral approach using an angiographic catheter. Another side branch component was then inserted and deployed at the intended position, and the procedure was completed without endoleak. The physician mentioned that the forward jump during insertion of the side branch component may have been caused by tension on the pull-through wire. Regardless of how much he attempted to withdraw the device catheter, it remained caught at the portal site and could not be pulled back.

Manufacturer narrative:
Emdr section h6, codes b01, d12, d15 and d1102 updated to reflect results of product evaluation. Evaluation summary: the device evaluation showed the sb catheter separated at the distal shaft. The findings were consistent with the reported event that ¿detachment of the proximal catheter was observed.¿ the evaluation was unable to obtain evidence for the failure modes of deployed in location other than intended and unintentional deployment as the stent graft was implanted in the patient. The evaluation was unable to confirm the reported event description, which stated that ¿the device jumped forward¿ and ¿during the pull back attempt, the proximal portion of the device unintentionally partially deployed¿ given the available information. Per the manufacturing product history review (phr), a review of the manufacturing records indicated that the manufacturing lot met all pre-release specifications. A use error with the tbe device is likely to have contributed to the report of ¿detachment of the proximal catheter¿. The device evaluation indicated that torque applied during device positioning may have contributed to the unintentional deployment in this event. A manufacturing deficiency associated with the sb device was not identified during the device evaluation.